Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed stuck button error, received battery failed alarm and also had grinding noise when it was rewind. Customer stated that the buttons were sticking and had to press multiple times. Customer reported that center button did not respond when pushed. Customer stated that they did not press a button down for 3 minutes or longer. The customer did not receive a battery failed/failed battery test alarm. Customer stated the battery cap was not loose, cracked or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.